Manufacturer narrative:
Device lot number, or serial number, unavailable. The tubing set was returned to the manufacturer for evaluation. Testing found that the tubing was tied off on one end. However, a leak was not noted. Additionally, there was a pinch point in the tubing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation of the temporal lobe to treat mesial temporal lobe epilepsy procedure. It was reported that the saline cooling tubing was found to have a hole and leaked saline in the magnetic resonance imaging (mr) room floor. There was a reported delay to the procedure of five to ten minutes due to this issue. There was no reported impact on patient outcome.